Event description:
Caller states that three dressings were used on this pt that had venous ulcers approx 95% healed. These were on the left lower leg, medial and lateral. Dressing changes were being performed twice a week with another dressing and a boot before switching to device. Caller states that the wound had no infection prior to using device. The wounds were cleaned with ns and device was applied. A boot was applied, this was on tuesday. On friday they removed the dressings to find that the wounds were "draining large amounts of purulent drainage with blood in the drainage. The wound edges were dark. Cultures were taken of the wounds with the results due tuesday. The pt has been put on po cipro 500 mg bid."